Manufacturer narrative:
Concomitant medical products: spm set. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that 284.7 ml of tpn with a dosing weight of (B)(6) was infusing at 11.86 ml/hr and the entire bag was empty in 2 hours. The pump did not alarm. The patient had a glucose reading greater than 700 and needed one staff person observing with hourly glucose/electrolyte monitoring and an insulin drip. The patient was unstable at the time of the event, and although requested, no information was provided regarding the long term outcome.

Manufacturer narrative:
Concomitant medical products: 500ml baxter exactamix bag. The customer¿s report of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that at 8:44 am on (B)(6) 2018 the pump module was programmed to infuse tpn (1-3kg) at a rate of 9ml/hr with a vtbi of 18ml. Several minutes later the device alarmed twice for air in line and was restarted. Additional vtbi of 18 ml was added several times (at 9:58 am, 11:06 am, and 11:28 am). At 1:28 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 9ml/hr. The user changed the vtbi to 18ml and then started the infusion. Additional vtbi of 18 ml was added several times (at 3:22 pm and 4:44 pm). At 3:28 pm, the device was paused and then alarmed for flo stop open for 3 seconds. The door was closed and the infusion running at 9ml/hr was restarted. At 6:24 pm, the device was paused. And then channeled off. The volume recorded as being infused during this period was 86.64ml. Functional testing and rate accuracy testing showed no anomalies. The root cause of the reported overinfusion was not identified.